Event description:
Customer reported an insulin leak from the p-cap connection. Customer stated that the reservoir had 150 units of insulin and now has 10 units of insulin left. There is no insulin in the reservoir compartment or the display. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.